Manufacturer narrative:
The manufacturer previously report MDR 3004961343-2021-00002-1 as the date of this report in section b4 as 05/25/2021. The correct date of this report in section b4 is 05/26/2021.

Manufacturer narrative:
The manufacturer previously reported to the FDA on the incorrect manufacturer report number, 3004961343-2021-00002. The correct manufacturer report number is 3004961434-2021-00002.

Event description:
The manufacturer received information alleging vest therapy with an incourage device caused a heart condition. The patient is currently wearing a heart monitor and continues to receive vest therapy. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.